Event description:
It was reported that the patient presented for a MRI scan. After the MRI scan, the right ventricular lead exhibited failure to sense. No intervention has been performed. No other details are available.